Event description:
An (B)(6) year old male with t1dm and new insulin pump presents after pump malfunction where he was inadvertently given an estimated 100 units of insulin at 2pm today (mom estimates this number based on 200u total in insulin pump, half of that amount gone after malfunction). Glucagon administered at home and ems called. Blood glucose 68 given 25cc of d10 ivf in the field and brought to (B)(6). Patient reported chest pain, nausea, and jitteriness which correlated with low bg. Patient admitted to ICU. Multiple doses of glucagon administered. Patient transferred to floor (B)(6) on sq insulin doses. Mom is in contact with the manufacturer regarding possible pump malfunction.